Event description:
It is reported that stem would not seat. After several attempts the surgeon removed the stem, rebroached and countersunk deeper. He implanted a new stem but the stem was still sitting proud. The surgeon accepted the position and used a minus head to compensate.

Manufacturer narrative:
This report will be amended when our investigation is complete.